Manufacturer narrative:
One cadd pump was returned for analysis. Visual inspection performed and product found to be in good condition. Customer's complaint was not verified. The event log showed one instance of alarm - air in line detected. The error event shows the air detector was set too high. Use testing performed. Air detector being replaced as a precaution. The problem source is unknown.

Event description:
Information was received that the cadd legacy pump has air in line alarm and was recently repaired for same issue. No reported adverse effects.